Event description:
It was reported that during a rotational atherectomy treatment procedure, display issues occurred. During the procedure the rpms did not display on the rotablator console. The procedure was successfully completed with balloon angioplasty and stenting. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the console was returned with a customer applied material - labels; cover: marks - soiling - residue; void seal broken; serial #: (B)(4); and power led pushed in. There was a massive gas/air leak at turbine pressure switch which prevented operational testing. Therefore the rotational speed and associated timers (event, procedure) do not display. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. Given the age of the console (old 4-digit-style), the root cause for this complaint is designated as wear and tear (B)(4).